Manufacturer narrative:
MDR / initial 1 of 4. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event where infusion set fell off during shower, during sleep, and few fell off randomly on (B)(6) 2026 which led to high blood glucose and treated with correction bolus using pump.